Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), traveler rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the traveler rx device is 14 atm. The investigation determined the reported difficulty advancing the device appears to be related to circumstances of the procedure; however, it is likely the combination of the IFU deviation and the challenging anatomy resulted in the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the eccentric, mildly tortuous distal right coronary artery (rca). The 2.25 x 20 mm traveler balloon dilatation catheter (bdc) was advanced with resistance noted and ruptured during a dilatation to 15 atmospheres (atm). Reportedly, the device was prepped per the instructions for use and there was no resistance during removal. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.